Event description:
During an incident in 12/02 involving a patient who had suffered a non-witnessed cardiac arrest, this defibrillator, using an r2 cable with an adapter for r2 to physio quick combo pads, continually allerted "check electrodes" and would not analyze. The pads were repositioned several times with the same effect. The connections were checked and reconnected several times. The defibrillator was shut off and restarted with no change. An als crew arrived and using the same pads were able to read the patient as asystole. The patient did not survive. CPR being performed by nursing staff, down time is unknown.